Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Cracked case at display window corners, battery tube threads and belt clip slot noted. Insulin pump also received with severely scratched lcd window.

Event description:
Customer called to report the insulin pump had a crack near the battery compartment. Blood glucose reading was 150 mg/dl. The insulin pump was dropped by the customer. Advised that the insulin pump will be replaced. Nothing further reported.